Manufacturer narrative:
Sample has been requested, but has not arrived yet. Investigation report is incomplete at time of this report. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: heater caused interference with heart monitor. No patient injury reported.